Manufacturer narrative:
Product evaluation summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the low voltage distal end electrode was covered with blood. The analyst commented that the extension/retraction and length testing were performed on helix. All results, including electrical testing, were within specified parameters.

Event description:
It was reported that during implant, the lead helix would not deploy. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.